Manufacturer narrative:
This product does not have a 510 (k) number. The product has (B)(4) and (B)(4). An analogous product sold in the us has 510(k) number k970380. Follow-up training materials were sent march 15th, 2006. The device was received in a box with paper packaging material placed in a ziplock biohazard bag. The fast1 pouch with label, instruction for use, unopened remover, dome, and syringe were returned along with the introducer. The introducer had both the post-use sharps plug and pre-use sharps cap on. Conclusion: no known device failure from release testing completed at pmc. Needle tip damage indicates off-perpendicular insertion likely leading to unsuccessful insertion. Inform customer of findings, recommend refreshing in use of fast1 with demo introducer and simsterns, pmc to send insertion and removal posters.

Event description:
Unsuccessful insertion. Sternal io didn't release. (B)(4).